Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, injury, and elevated metal ions. Update rec'd - 6/11/2015 partial medical records received. Patient reported to have low metal ion levels of co 1 and cr 1.1. Patient was admitted for revision to address discomfort, osteolysis and disability. Complete revision procedure reports were not received. The information received does not change the MDR decision. This complaint was updated on 06/18/15. Updated rec'd 10/25/2016 supplemental received. Part and lot information was provided. There is no new information that would change the existing MDR decision. Complaint was updated 11/04/2016. Update ad 10 sep 2019: (B)(4) has been re-opened under (B)(4) due to medical records and sticker sheets received. After review of medical records, the patient was revised due to painful tha of left hip, mechanical complication and metal debris induced synovitis, hip effusion and osteolysis of the femur. Operative note reported a large amount of brownish colored fluid, there is a mild amount of corrosion under the taper, fibrinous brown material in the joint with debris and brownish stained synovium, lysis in the greater trochanter and missing bone. Operative finding reported osteolysis in the femur and fluid pocket in the joint. Added expiration date , patient harm, pe code of cup and head, medical history and revision hospital. Added new ip stem due to a corrosion and osteolysis. Doi: (B)(6) 2006: dor: (B)(6) 2015; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.